Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the sensor implant procedure the physician was unable to advance the catheter to an intended position. Troubleshooting was tried to no avail. As a result the procedure was abandoned. No adverse consequences were reported to the patient.